Manufacturer narrative:
Recall: 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient suffered a lifting injury at work in (B)(6). Reportedly, the scs system has not worked properly since that time. In turn, the company representative met with the patient and determined the scs ipg to be inoperable. Furthermore, surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow-up identified surgery took place on (B)(6) 2017 wherein the ipg was explanted and replaced with a different device. Post-operatively, therapy was resumed and the issue resolved.